Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and non-penumbra coils. During the procedure, the physician implanted three non-penumbra coils and one pod pc in the target location. Subsequently, the next pod pc did shape to the physician's satisfaction. The physician then decided to remove the pod pc. While retracting the pod pc, the pod pc unintentionally detached in the mid-shaft of the lantern. Therefore, the lantern containing the detached pod pc was removed together. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report 3005168196-2020-02303 and is being corrected on this follow-up #02 MFR report 3005168196-2020-02303: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and non-penumbra coils. During the procedure, the physician implanted three non-penumbra coils and one pod pc in the target location. Subsequently, the next pod pc did not take shape to the physician''s satisfaction. The physician then decided to remove the pod pc. While retracting the pod pc, the pod pc unintentionally detached in the mid-shaft of the lantern. Therefore, the lantern containing the detached pod pc was removed together. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pod pc embolization coil pe fibers were fractured. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. Further evaluation revealed that the pe fibers were fractured. If the pod pc is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: the investigation findings do not lead to a clear conclusion about the root cause of unintentional detachment.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and non-penumbra coils. During the procedure, the physician implanted three non-penumbra coils, and one pod pc in the target location. After advancing the fifth coil, the pod pc unintentionally detached in the mid-shaft of the lantern during retraction. Therefore, the lantern containing the detached pod pc was removed together. The procedure was completed using a new pod pc, and the same lantern. There was no report of an adverse effect to the patient.